Manufacturer narrative:
B3: it was reported that the event occurred from july 29th to july 30th of 2024. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a suspected overdose. Per reporter, the product fault occurred during infusion. There was no health damage during patient use.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There were no errors found related to the device delivery upon review of the event history log. Functional testing was performed. The customer's stated problem was not confirmed. The pump accuracy was working properly. There was no known cause of the reported issue.